Manufacturer narrative:
(B)(4).

Event description:
It was reported the dilator tip was found damaged during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc set, including a dilator, needle, and s-l catheter. No definite signs of use were observed. Visual analysis of the returned dilator revealed the tip was split and frayed. This damage is consistent with undue force being applied to the dilator during an attempted insertion. The dilator body length from the hub to the distal tip 100mm which is within the specification of 95.2mm - 108mm per the dilator product drawing. The dilator outer diameter measured 2.31mm which is within the specification limits of 2.286mm-2.336mm per the dilator extrusion product drawing. The dilator inner diameter at the proximal end measured 0.9398mm which is within the specification of 0.9144mm - 0.9652mm per the dilator extrusion product drawing. A lab inventory guide wire with a diameter of .826 mm was passed through the distal end of the returned dilator. Minor resistance was encountered at the tip of the dilator due to the damage; however, the guidewire passed through the rest of the dilator as expected. Performed per the instructions for use provided with the kit, which states "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "use vessel dilator to enlarge site as required. Warning: do not leave vessel dilator in place as an indwelling catheter to minimize the risk of possible vessel wall perforation". The customer report of a damaged dilator tip was able to be confirmed via complaint investigation of the returned sample. The dilator tip was split and frayed at the distal tip. This damage is consistent with undue force being applied to the dilator during an attempted insertion. The returned dilator met all relevant functional/dimensional requirements, and a device history record review performed with no relevant findings. Based on the results of this investigation and the customer report that the damage occurred during use , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the dilator tip was found damaged during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the dilator tip was found damaged during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.